Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's pacemaker was on a backup mode. Programming changes were recommended. No patient symptoms or intervention was reported.